Manufacturer narrative:
This event occurred in (B)(6), invacare is filing this report because the device is also marketed and sold in the u.s. The patient received the rollator in 2013. The expected service life of the rollator is five years when used in accordance with safety instructions, maintenance intervals, and correct use, as stated in the user manual. The effective product cycle can vary according to the frequency and intensity of use. The device was not returned due to it was scrapped by (B)(6) health centre, therefore the serial # is not available. Should additional information become available, a supplemental record will be filed.

Event description:
The end user fell and broke her femur when the wheel came loose on her symphony rollator.